Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on (B)(6) 2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: through visual analysis of the device, wear abrasion on the shell was observed and assessed as discoloration. Flat creases were observed on the shell of the device. The weight of the device was within specifications. Observed separation of patch bond at edge of shell hole, assessed as workmanship. Bubbles in the gel were also observed after the autoclave cycle. Further investigation summary: according to the information gathered during the investigation, there is enough evidence to support that devices from the workorder were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. In addition during the device analysis, it was found a split in patch. This observation was not reported by the doctor. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.